Event description:
The customer reported via phone call that the she experienced low blood glucose levels. The customer's blood glucose was 46 mg/dl. The customer further stated that the threshold suspend feature was activated due to her low blood glucose. The customer was able to successfully treated the low blood glucose with candy and a bolus. The customer mentioned issues with the sensor tape not sticking properly. The customer was advised to monitor the problem and call back if the issues persisted. The customer was advised that the sensor would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.